Manufacturer narrative:
(B)(4). Device evaluated by MFR. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.50mmx15mm nc emerge balloon catheter was advance for dilatation; however, during procedure, the balloon ruptured. No patient complications were reported.